Manufacturer narrative:
D4 - serial number - (B)(6). (B)(6). - mfg date: 7-aug-2023, exp date: 6-aug-2025. (B)(6).- mfg date: 12-sep-2023, exp date: 11-sep-2025.

Event description:
During the implant procedure for an evoke spinal cord stimulation (scs) system, an epidural puncture occurred while implanting the leads. An epidural blood patch procedure was performed. The patient reported experiencing pain in their right leg post procedure. It had been reported that the patient has been recovering well.